Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor delivered a biphasic pulse out of specification.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, monitor failed incoming functionality testing. Upon investigation, the q12, q13, q16, and q17 transistors were shortedon the monitor defibrillator board. The cause of th etest failure was the shorted components. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.